Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer experienced an overheating event and that the keyboard was loose. Analysis was unable to confirm that the fan was noisy or that there was smoke or that the programmer had any interrogation issues. It was also indicated that the stylus was not working. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had a loose keyboard and difficulty when interrogating devices. The radiofrequency head was replaced but the issue was not resolved. It was also reported that the programmer's cooling fan sounded bad and that smoke was coming from the programmer. The programmer was returned. No patient complications have been reported as a result of this event.